Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during the device inspection, the colonovideoscope exhibited foreign material from the air/water tube, air/water cylinder and jet-tube. However, the device was returned without reprocessing due to other (non-reportable) defects, which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material from the air/water tube, air/water cylinder and jet-tube. There were no reports of patient involvement.